Event description:
New information received notes that during the procedure the first pocket was held closed with pressure applied by the physician as sensing was tested. A second location and pocket was created with the same testing and results. The physician chose to not implant any device and both pockets were closed and the patient discharged without complications.

Event description:
It was reported that the patient presented for implant. It was noted during the procedure that the implantable cardiac monitor exhibited lots of signal drop outs. A second location was attempted but poor sensing was also noted. R waves were low. The device was explanted. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.